Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) cannot be interrogated and has been unable to establish telemetry in spite of troubleshooting including the use of various programmers, programmer wands and electrical outlets. This was discovered when the patient was admitted for a myocardial infarction and an attempt was made to interrogate the device. Other device notes: the patient recently received 20 sessions of radiation therapy to the cranial region; the device is implanted subcutaneously and is programmed in vvi mode; an x-ray verified the implanted device was manufactured by boston scientific as reported; when a magnet was applied to the patient's chest, tones could not be heard. The patient is currently hospitalized for monitoring.

Manufacturer narrative:
We attempted to obtain additional information about this event, however, we only learned the device remains in service and the explant status is unknown. If further information becomes available, this event will be updated and an updated report will be submitted.